Manufacturer narrative:
The main component of the system.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient¿s symptom control was not 50 percent or better since implant on (B)(6) 2016. The patient programmer was showing the implantable neurostimulator (ins) was not on a couple of days ago and the patient didn¿t see the lightning bolt. The patient turned therapy on and increased stimulation and the situation was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information from the patient reported the patient had an intermittent return of symptoms. They changed programs and tried program 1 and 2. During the report the patient was on program 3 and was getting some relief, but they stated that they also had a blockage and some other urinary system issues that the device does not treat and was not implanted to treat. The symptoms reported included leakage, incontinence, retaining, having to catheter as a result, anus is being stimulated and feels like it makes his anus tight. These have occurred on and off since implant in (B)(6) 2016. The issue was intermittent. There were no falls or traumas reported and the issue was not related to positional movement. There was no emi exposure reported. It was suggested to stay in contact with their healthcare provider (hcp) for issues and therapy expectations were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.